Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The lot # 3000466037 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 bisector initially delivered intermittent energy and then stopped delivering any energy to cauterize tissue. They tried another cable and then another generator and still had the problem of intermittent energy delivery. They then tried a new cable and a new vh-4000 kit and were able to finish the case. Hemopro power supply set at 3. There was a short procedure delay as team trouble shot the issue. There was no issue with the power supply. They have 3 and all were tested by their bio-medical team last month and all three fell within the parameters set for in the IFU. They could not at this time identify which of their 3 power supplies were used for this procedure. Ultimately the team had to open another kit to finish the procedure. There was no patient harm or injury. The case proceeded and was safely finished.